Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a rash developed shortly after the 2.25x16mm taxus express2 atom stent was implanted. The pt has suspected nickel allergy prior to this event. The relationship of the rash to the taxus express2 stents is unk. Additional info has been requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.